Event description:
It was reported that during an implant procedure, the device was measuring high impedances for the right ventricular (rv) pacing and rv coil. The newly-implanted right atrial lead and left ventricular lead impedances were within range and when the rv lead was tested through the lead analyzer, it measured within range too. The physician reconnected the rv lead to the device and was sure it - and the other leads - were connected appropriately to the device. An x-ray of the rv connection was suggested and the status of the device and rv lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies because there was no trend data, implant date timestamp or alert data collected so no further information could be obtained.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.